Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. In speaking with olympus' technical assistant center, tac, the customer confirmed that the reported issue occurred when connecting the device to multiple scopes. However, it was resolved once they used a different tower. The device was returned to olympus for inspection, and the reported issue was confirmed. However, based on the results of the investigation, the root cause of the reportable event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer added that the reported event did not result in a delay to the procedure; it was able to be completed.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a b30 error (scope communication error). The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.